Manufacturer narrative:
This report is submitted on january 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a performance decrement with device use. It was also reported that the patient experienced vertigo. Subseqently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device.